Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient has had on-going issues at incision site since implant. Patient reported has felt stabbing pain at incision site which is worse when sits back. Patient said that on the right side of the incision has had continual infections since implant. Patient said has been at healthcare professional (hcp) office about the pain and incision site and has been on multiple antibiotics. Patient said after implant procedure a nurse told the patient that there were three things patient received at implant site: staples, dissolvable stitches and non-dissolvable stitches. Patient said that when they went to follow up appointment, they were told that patient hadn't received the non-dissolvable stitches however patient said that they still felt and when checked the nurse confirmed there were stitches still in that area. Patient said that the nurse removed and patient immediately felt better however reported that the stabbing pain has returned. Patient was last seen on august 25th by the nurse practitioner and was placed on a different antibiotic and told to come back in three weeks. Patient said has been trying to contact the representative however hasn't received a call back yet. Patient is concerned about their situation since it has been occurring since april and requesting additional direction. The patient was redirected to their hcp to further address the issue. An email was also sent to the field team.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the follow up steps that will be taken are that the patient has a follow-up appointment on (B)(6) 2022 to recheck the incision. They also noticed that the office said patient is doing fine but a simple routine follow-up is schedule for (B)(6) 2022 so seems like there are no further issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.